Event description:
End user reports that syringes from item 830165 lots 64405 and 65213a are clogging and the plunger is getting stuck resulting in losing medication. Syringes are being used with semaglutides and tirzapitides. Improper use of the syringes were explained to end user.

Manufacturer narrative:
Initial trend analysis for lots 64405 and 65213a was conducted, no malfunctions were found. This is the only complaint for lots 64405 and 65213a. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot samples for syringe lot 64405 were tested for clogged cannulas. No abnormalities were found during testing.

Event description:
End user reports that syringes from item 830165 lots 64405 and 65213a are clogging and the plunger is getting stuck resulting in losing medication. Syringes are being used with semaglutides and tirzapitides. Improper use of the syringes were explained to end user.